Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was placed in the midline incision and was rubbing on the spine. The patient underwent a revision procedure wherein the ipg was relocated to a separate pocket and remains implanted. The patient was doing well postoperatively.